Event description:
As reported by the user facility: patient was on an IV drip of 100 ml/hr normal saline for cin prophylaxis when rn picked up the patient from csu. Upon arrival to the cath lab the routine is to convert the normal saline line to a medication line and remove the normal saline from the pump. Rn followed the two step process to open the door of the pump. Normally the green clip will engage and stop the flow when you open the door. In this case the green clip did not engage in the pump and thus allowed for free flow of normal saline. Rn noticed this immediately and closed the roller clamp which stopped the flow. He reported the event to his supervisor and they removed the pump and tubing from the patient.

Manufacturer narrative:
(B)(4). B. Braun (B)(4). Is submitting a single report on behalf of b. Braun (B)(4), and b. Braun (B)(4). This report has been identified as b. Braun (B)(4). Customer complaint investigation results: the actual pump in the reported incident was returned for evaluation. A review of the pump log revealed that on (B)(6) 2011 at 2:58:55 an infusion was started with a rate of 100ml/hr and a vtbi of 1000ml. The log confirms that the pump was unplugged at 3:29:46, matching the facility's statement that the patient was being moved. At 3:39:15, the infusion was manually stopped. At that point, the actual volume delivered was 67.2ml, or 98.3% of the expected volume. The volume infused was within the specification of 100 +/- 5%. The log indicates that the door was then opened. Per the log, the pump ran as programmed. The pump's log cannot verify any actions past this point as the pump was subsequently turned off. The volumetric accuracy was tested three times at a rate of 100ml/hr and a volume to be infused of 67.2ml, consistent with the pump operation log information. The test results met specification at 67.1ml, 67.4ml, and 67.5ml. The pump operated as intended during volumetric testing. Visual inspection of the pump door identified that the pumps free flow clip catch was broken. The pump was tested with the IV set remaining in the pump and it was confirmed that free flow did not occur with the door opened or closed, even though the free flow clip did not engage. The metal front sheet, which includes the free flow clip catch, was replaced on the pump. It should be noted there are several mitigating mechanisms between the pump and the tubing set that prevent free flow when the pump is not running. These include the free flow clip, a tomahawk valve that can be released manually to remove the tubing, and the tubing's roller clamp. It must be noted that the instructions for use of the pump indicate when ending an infusion "close the set's roller clamp and disconnect the patient." These actions are to be taken before removing the tubing from the pump. Based on the information provided by the user, the roller clamp was not closed when the set was removed. Based on the results of this investigation, it appears the cause of the event is associated to a broken free flow clip catch and a failure of the user to follow the mitigating instructions in the IFU to prevent free flow events. Broken clip catches are typically the result of improper insertion of the IV set based anti free-flow clip. If the set-based anti free-flow clip is not placed into its correct position, and the front door of the pump is forced close by the user, the free flow clip catch can break. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available from the manufacturer, a follow-up report will be filed.